Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple alarms occurred (alarm 29 and alarm 30) occurred during the loading process using multiple cartridges. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 392 mg/dl.